Event description:
The reporter stated the surgeon attempted to insert a aq5010v three piece silicone lens. The physician used two lenses that were torn. This medwatch is for the backup lens. As the physician was advancing the lens in the injector, he noticed the haptic had torn. The lens was not inserted but the tip of the cartridge touched the patient's eye. A third lens same model but different diopter size 2.0 was implanted without any incident. Patient is doing well. The physician used an injection system manufactured by another company that is not recommended by staar. The reporter stated the physician is aware of off-label use. See MFR #2023826-2015-00502 for the primary lens.

Manufacturer narrative:
Results: a visual inspection of the returned product found one loop haptic and more than half of lens optic is torn off and missing. There was evidence of clear surgical residue on the product. (B)(4).

Manufacturer narrative:
Pt age and weight: unk. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Implant and explant date: device was not implanted. (B)(4). Method: lens work order. Results: a lens work order search was performed; one similar complaint was found. Conclusions (no device failure): based on the complaint history and work order search, a likely root cause of the event has been determined to be due to the off-label use of the injection system with this model lens. This lens was used with an injection system other than what is claimed in our labeling, therefore the performance, safety and efficacy of the lens cannot be substantiated. #(B)(4). Device has not been returned.